Event description:
It was reported that a patient presented to the emergency room with a low heart rate. Upon examination, no arrythmia was confirmed and the heart rate reading was determined to be due to over-sensing of noise on the right ventricular and left ventricular lead from the dislodgement of the right ventricular and left ventricular leads. This was confirmed with a chest x-ray. In addition, inappropriate shock was noted due to over-sensing of right ventricular lead noise. Both leads were explanted and replaced on (B)(6), 2025. No adverse patient consequences were reported.